Event description:
An attorney alleges the patient died and that the "death was brought on by cardiac arrest, a condition which the ICD and defibrillation lead were designed and manufactured to prevent." The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. It is not known if the device was explanted post-mortem. The cause of death has been requested, but has not been received. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.